Manufacturer narrative:
E 1. Initial reporter phone : +41 (044) 255-1111 the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced cardiac tamponade that required pericardiocentesis. A pulmonary vein isolation (pvi) was originally planned with cryoablation; however, as atypical flutter appeared after the transseptal puncture (tsp) was conducted. The biosense webster inc. (Bwi) representative was called for support. Mapping was performed with the pentaray used through the sheath normally used for cryoablation. After an initial map, the pulmonary veins were isolated, and the atypical flutter was mapped. A scar region was present in the anterior aspect of the left atrium, and the flutter was terminated on ablation with the stsf catheter within the first ablation points. A line was created from the mitral annulus to the left superior pulmonary vein (lspv). Afterwards, the physician decided to also make a posterior wall line because the atrium was quite sick. After checking whether both lines were blocked, he also ablated from the mitral annulus to the left inferior pulmonary vein (lipv) to isolate the left atrial appendage (laa). This line he did not manage to block and therefore also ablated from within the coronary sinus (cs). He went back and forth between the two in order to block the line, but in the end, did not manage. After, he pulled the catheter and stitched the patient. The physician was called back to the table by the nurses because the patient's blood pressure dropped. It then became evident that the patient had a pericardial effusion. The physician did a pericardiocentesis and collected 300cc of light colored (atrial) blood, after which the bleeding stopped. The physician was not sure in the end whether the pericardial effusion was atrial or whether atrial blood streamed from the left atrium to the right atrium because of the big cryo transseptal sheath. After the second procedure that day, the physician was called to this patient, because the patient did not do too well. It is unknown on how the patient is doing at the time of reporting.